Event description:
It was reported to covidien on 07/27/2009, that a customer had an issue with a dialysis catheter. Customer states that a sapphire catheter fell out of the pt. This catheter was replaced on (B) (6) 2009.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.